Manufacturer narrative:
(B)(4). Foreign ¿ canada. Visual examination: the setting instrument has been returned for an investigation. The tip of the instrument has fractured off. Additionally, there are some signs of usage at the metal part of the instrument. The handle is manufactured from canevasit. Review of the device history records not required as issue is known and addressed in CAPA. Device is used for treatment. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that the distal end of the setting instrument was broken. There is no patient involved. Attempts have been made and no further information has been provided.